Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing blood glucose versus sensor glucose differences. Customer's blood glucose was 400 mg/dl and sensor glucose was 300. When sensor was changed, it was found that sensor cannula was bent and smashed in half. Customer was advised that sensor would be replaced.